Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not charge the pump with their tandem usb cable and adapter; however, customer was able to charge pump with non-tandem cable. There was no reported impact to the customer's blood glucose levels. A replacement usb cable and adapter were sent to the customer.